Event description:
It was reported while using bd insyte autoguard straight leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we had a compass report for a product failure of bd insyte autogaurd 18ga x1.16. Please see details below. Brief factual description 18 gauge bd insyte autoguard IV vatheter lot 0286273 when rn started IV and pushed the needle retractor button, blood gushed out of IV. Usually there is a seal that prevents the bleeding from occuring. This has happened with other rns on the night shift per report. Cs responded on 3/30; can you confirm how many occurrences of this issue? Are dates of the events available? Unsure of how many occurrences. The l&d staff tell me there have been ¿several.¿ no dates available. Was there any patient harm or adverse or adverse events? No. If so, was any medical intervention required? What was done & what was outcome? N/a if applicable, are any patient identifiers available? No. Are any photos or samples available? & are they contaminated? Please confirm address of facility if available. No. 07apr2023 customer response (see attached email) "basically when the device retracted, blood leaked."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard straight leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we had a compass report for a product failure of bd insyte autogaurd 18ga x1.16. Please see details below. Brief factual description 18 gauge bd insyte autoguard IV vatheter lot 0286273 when rn started IV and pushed the needle retractor button, blood gushed out of IV. Usually there is a seal that prevents the bleeding from occuring. This has happened with other rns on the night shift per report. Cs responded on 3/30; ¿ can you confirm how many occurrences of this issue? Are dates of the events available? Unsure of how many occurrences. The l&d staff tell me there have been ¿several.¿ no dates available. Was there any patient harm or adverse or adverse events? No. If so, was any medical intervention required? What was done & what was outcome? N/a. If applicable, are any patient identifiers available? No. Are any photos or samples available? & are they contaminated? Please confirm address of facility if available. No (B)(6) 2023 customer response (see attached email) "basically when the device retracted, blood leaked".